Event description:
The customer called to report the pump's driver arms were not locking in the locked position. The customer stated that the driver block still was sliding on the lead screw. The customer stated that it's causing their blood glucoses to run high. Instructed the customer to disconnect from the pump and revert to the back up plan.